Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature batter depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical, mechanical, and longevity analysis was normal with no anomalies found.